Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue multi measurement server x2 had a speaker malfunction. There was no sound coming from the device. The device was not in use on a patient at the time of the event.

Event description:
It was reported that the intellivue multi measurement server x2 had a speaker malfunction. There was no sound coming from the device. The device was not in use on a patient at the time of the event. A philips remote service engineer (rse) spoke to the customer. The rse found that the cause of the reported problem was a defective speaker assembly. Replacement parts were shipped to the customer under contract, who would be responsible for installation and testing.